Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden cardiac event on or about (B)(6) 2012. The plaintiff's attorney also alleged that the decedent experienced a sudden cardiac event, on or about (B)(6) 2013, and expired five days later after sustaining injuries due to the use of the product.

Manufacturer narrative:
This is one event of two for the same patient involving two separate products.